Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: during investigation, the pump was powered on and the display was blank. A test display screen was installed and the display remained blank. A failure of the pump's read-only memory was determined to be the cause of the blank display.